Event description:
It was reported that while inserting the coil into the microcatheter resistance was felt. When the physician removed the coil, he noticed that the main coil was broken. The coil was removed by retracting the microcatheter. There was no clinical consequence reported.

Event description:
It was reported that while inserting the coil into the microcatheter resistance was felt. When the physician removed the coil he noticed that he main coil was broken. The coil was removed by retracting the microcatheter. There was no clinical consequence reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the main coil was stretched at the proximal part. The main coil was kinked at the distal part. The delivery wire was also kinked at the distal part. Friction was noted when advancing the coil through the introducer sheath and through the hub of a microcatheter. Analysis of the unit did not show that the main coil was broken/fractured. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.